Event description:
During spine surgery, the surgeon went to use a pedigard pedicle finder and found that it was defective. We removed it from the surgical field and replaced it with a new one. Representative said if struck too hard on top it will disconnect the microphone. The device is not broken if the light still works.